Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00949. It was reported the patient experienced ineffective stimulation. Diagnostics indicated elevated impedance readings for both lumber leads. X-rays were taken and showed both leads were fractured. Both leads were subsequently explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.